Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2 months post-implant, it was reported that when the pt was switching from batteries to his power module, the pt cable was not connected properly and the pt became unconscious. The pt's partner connected him back to his batteries and the pump power was restored and the pt recovered. It was also reported that the pins on the pt cable were bent and after they were straightened and reconnected no further issues occurred. The pt went to the hosp 3 days later per the advice of the vad coordinator. The hosp team inspected the pt cable and did not find any damage or operational problems. The pt denied overnight observation and the pt will returned to the clinic for f/u tests.

Manufacturer narrative:
The pt remains on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.